Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The device used in the reported incident has been returned by the hosp, however, the device analysis is still on-going. Upon completion of the investigation a follow-up medwatch will be submitted.

Event description:
As reported by end user hosp: "the vascular access nurse was notified that a pt's double lumen peripherally inserted central catheter (PICC) line was leaking fluid at the site when it was flushed after a blood draw. The pt's intravenous pump with lipids was shut off (the line was also leaking). The intravenous nurse was called to assess the PICC site (right upper arm) and found the pt's arm to be swollen and pale in color with pitting edema. The PICC dressing was removed and both of the ports were flushed. The red port leaked at the skin. The PICC was withdrawn slowly while flushing and a crack in the line was discovered below the skinline (at the 9 cm mark). The pt's physician was notified and the PICC line was removed from the right arm. A new PICC line was inserted into the pt's left arm. The pt's IV infiltration was treated with five subcutaneous injections of wydase. The pt could not tolerate the ten that the physician had ordered and the physician was asked to stop at five. Four hours after infusion, the pt's right arm was pink and warm to touch and no longer had a pitting edema." The catheter has been returned for eval.